Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results for 61 patient samples on a cobas 8000 cobas c 502 module. Only 2 patient examples were provided. Patient 1: the initial result was 9.05%. The repeated result was 6.20%. Patient 2: the initial result was 14.6%, and the repeated result was 9.6% the samples were repeated because the customer's qc failed. The repeated result was believed to be correct.

Manufacturer narrative:
The analyzer's serial number is (B)(6) . The field service representative noted that the sample probe appeared to be clean. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the issue was a user error when performing the assay calibration. The customer calibrated one reagent pack with only 1 of the 2 calibrations needed for the assay. The other calibration was performed on a different reagent pack an hour later. The customer performed a new calibration correctly, and the issue was resolved.